Event description:
It was reported that their controller was not working correctly and the issue began a couple of weeks ago. The patient stated that they couldn¿t charge their implant because when they would hit the button on the side to turn ¿it¿ on, when they would go into it, the therapy part was off and they couldn¿t¿ get into it to charge the implant. The patient was stuck on the on/off screen. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).